Event description:
It was reported that "the connection site between the cannula tip and body was found uneven before use. The customer attempted to insert the cannula, but it was unable to insert since it was caught at the connection site. Non-edwards cannula was used as a replacement." This was found during prep. No patient injury.

Manufacturer narrative:
Condition of return: received (1) pediatric femoral cannula, model femii008a. Dry blood was visible at the tip of the cannula. Evaluation summary per irvine product evaluation lab, customer complained of bent cannula tip. Customer report of "the cannula tip and body was found uneven" was confirmed. Cannula tip was slightly bent, 10mm proximal from the tip. A crease was noted at the location where the cannula body bent. Cannula was sent to (B)(4) for further evaluation. The returned femii008a cannula was evaluated by quality engineering and manufacturing engineering at edwards (B)(4). The cannula was received inside a double plastic bag. The original cannula packaging was not returned. Dried blood was visible inside the radiopaque tip and inside the connector; the device appeared used. The dilators were not included with the returned cannula. The report of "cannula tip and body was found uneven" was confirmed. The wire wound section to tip transition was not in perfect alignment. Additionally, the wire wound section of the cannula body was kinked near the radiopaque tip. No other defects were observed with the femii008a cannula. Both dilators from raw material stock were inserted through the tip of the cannula and no interference was detected. Both dilators could be easily inserted through the cannula body and tip. No other issues with the cannula were observed. A device history review was performed and no non-routine nonconformities were observed during the manufacture of lot 58953258. All units passed the dilator fit-check. The likely root cause of the uneven tip is customer preference. The cannula specification for alignment is proper fitment of the dilators. Each femii008a is 100% visually inspected as part of product acceptance activities and the dilators paired with each femii008a cannula are each 100% fit-checked prior to packaging. The root cause of the kink could not be determined but was likely the result of excess force applied to the wire wound section. No additional information regarding the source of the kink was provided. The device packaging was not returned and a manufacturing defect could not be confirmed. As a precaution, the photograph of the tip was reviewed with femoral manufacturing personnel. The event did not lead to a trend for peripheral cannula therefore a CAPA will not be initiated. The femii008a manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the femii008a devices are acceptable. The information will be included in trend data and future CAPA determinations.